Event description:
This unsolicited case from united states was received on 05-jan-2018 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and on the same day could not walk and after unknown latency had psuedosynviatis. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (recalled lot), 1 df, once (batch/lot number and expiration date: not provided) in right knee for torn cartilage. During the procedure something cold on knee was sprayed and a lidocaine shot was given and opened the synvisc one package in front of her. Patient had a reaction to injection. On the same day, at night, patient's knee got stiff and overnight it was swollen up and she could not walk. Patient had to use a wheelchair for the first day and then a cane after that. Patient also missed a week of work. Patient went to the doctor office the next morning, fluid was drained and was given a steroid shot. After draining the knee it felt a bit better. But the patient was still in pain for almost a week after that. Patient had been icing the knee. It was reported that after that the synvisc one provided relief for maybe 2 weeks and now it hurt again like it did before the injection. Patient did not had any other synvisc like products before and did not do any physical exercise after injection. Patient did not check for fever but her knee was hot and red. When the doctor saw patient's knee, patient was diagnosed with psuedosynviatis but assured it was not an infection. Patient had a follow up 1 week after that and next one was on (B)(6) 2018. On (B)(6) 2018, patient was given an antibiotic, just in case she had an infection. They did not culture the fluid from knee. Corrective treatment: wheel chair and cane for could not walk and steroid shot for psuedosynviatis outcome: not recovered for both events seriousness criteria: disability for could not walk and required intervention for psuedosynviatis pharmacovigilance comment: sanofi company comment dated 10-dec-2018: this case concerns a female patient who received synvisc one injection and later could not walk and had to use a wheelchair. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the site and technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 05-jan-2018 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and on the same day could not walk and after unknown latency had psuedosynviatis. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (recalled lot), 1 df, once (batch/lot number and expiration date: not provided) in right knee for torn cartilage. During the procedure something cold on knee was sprayed and a lidocaine shot was given and opened the synvisc one package in front of her. Patient had a reaction to injection. On the same day, at night, patient's knee got stiff and overnight it was swollen up and she could not walk. Patient had to use a wheelchair for the first day and then a cane after that. Patient also missed a week of work. Patient went to the doctor office the next morning, fluid was drained and was given a steroid shot. After draining the knee it felt a bit better. But the patient was still in pain for almost a week after that. Patient had been icing the knee. It was reported that after that the synvisc one provided relief for maybe 2 weeks and now it hurt again like it did before the injection. Patient did not had any other synvisc like products before and did not do any physical exercise after injection. Patient did not check for fever but her knee was hot and red. When the doctor saw patient's knee, patient was diagnosed with psuedosynviatis but assured it was not an infection. Patient had a follow up 1 week after that and next one was on (B)(6) 2018. On (B)(6) 2018, patient was given an antibiotic, just in case she had an infection. They did not culture the fluid from knee. Corrective treatment: wheel chair and cane for could not walk and steroid shot for psuedosynviatis outcome: not recovered for both events seriousness criteria: disability for could not walk and required intervention for psuedosynviatis a pharmaceutical technical complaint was initiated with global ptc number: 51847 the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 06-feb-2018. Global ptc number and results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 6-feb-2018: follow up information did not change the previous case assessment. This case concerns a female patient who received synvisc one injection and later could not walk and had to use a wheelchair. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the site and technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
Device malfunction, could not walk. Psuedosynviatis/pseudospetic synovitis, stiff knees, swelling of r knee, effusion (r) knee, knee pain, joint warmth, injection site joint redness, pseudosepsis, joint range of motion decreased. Platelet count increased. Mchc low, mean cell hemoglobin concentration low. Glucose high. Generalized pain. Case narrative: based upon information received on 26-sep-2018, this case became medically confirmed. This unsolicited case from united states was received on 05-jan-2018 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and on the same day could not walk ,still had pain/tenderness,, generalized pain (1 month 26 days),glucose high (latency: 2 months 3 days), mchc low (latency: 2 months 3 days), platelet count increased (latency: 2 months 3 days) , 0 to 130 range of motion, knee red, knee was hot and red, drained fluid/mild effusion/100 cc of fluid, psuedosynviatis/pseudospetic synovitis, knee got stiff (latencies : unknown). A device malfunction was noted in the reported batch number. The patient's past medical history included former smoker, glandular or hormonal problem, hysterectomy, tonsil surgery, sinus infection , tennis elbow, thyroid problems and arthroscopy on (B)(6) 2016. The patient's past vaccination(s) included tetanus shot in (B)(6) 2017. The patient's family history included thyroid disorder, cancer, high blood pressure, heart attack/heart disease and diabetes mellitus. The patient's past medical treatment(s) was not provided. Concomitant medications included levothyroxine sodium (synthyroid); pantoprazole (pantoprazole); and metformin (metformin). On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection (recalled lot), 1 df, once (batch/lot number and expiration date: 7rsl021; may-2020) in osteoarthritis right knee. Under the sterile conditions, 5 cc of lidocaine was injected, and 6 cc of serous fluid was aspirated. Synvisc one package was opened in front of her and was injected in the right knee. Patient tolerated the procedure well. On the same day, at night, patient's knee got stiff and overnight it was swollen up and she could not walk. The patient also had acute onset of swelling and pain. Patient seemed to had a reaction to injection. Patient had to use a wheelchair for the first day and then a cane after that. Patient also missed a week of work. On (B)(6) 2017, patient went to the doctor office the next morning, fluid was drained and was given a steroid shot. After draining the knee it felt a bit better. Under sterile conditions, knee joint was aspirated and about 100cc of clear fluid was drawn. A combination injection of 7.5mg marcaine, 20 mg xylocaine and 40mg kenalog was given. The patient tolerated the procedure well. Patient was recommended rest, anti-inflammatories and advised to rest. But the patient was still in pain for almost a week after that. Patient had been icing the knee. It was reported that after that the synvisc one provided relief for maybe 2 weeks and now it hurt again like it did before the injection. Patient did not had any other synvisc like products before and did not do any physical exercise after injection. Patient did not check for fever but her knee was hot and red. When the doctor saw patient's knee, patient was diagnosed with psuedosynviatis but assured it was not an infection. On (B)(6) 2017, patient reported to the clinic and stated that she was fine now after receiving the steroid injections. Physician reported that patient had no swelling and had full range of motion of the right knee. Patient had a follow up 1 week after that and next one was on (B)(6) 2018. On (B)(6) 2018, patient was given an antibiotic, just in case she had an infection. They did not culture the fluid from knee. On (B)(6) 2018 patient reported to the clinic with some generalized pain. She stated that she got great relief after the steroid shot. Further, a mild effusion was noticed on her right knee and tenderness. On (B)(6) 2018, the lab test results of the patient revealed glucose was 103 mg/dl (reference range: 65-99) (latency: 2 months 3 days), mchc was 30 g/dl (reference range: 31.5-35.7) (latency: 2 months 3 days) and platelet count was 523 x10e3/ul (reference range: 150-379) (latency: 2 months 3 days). Corrective treatment: wheel chair and cane for could not walk and steroid shot of kenalog, anti-inflammatories, ice and rest for psuedosynviatis/pseudospetic synovitis. Outcome: not recovered for could not walk; recovering/ resolving for psuedosynviatis/pseudospetic synovitis; recovered for knee swollen up to knee swollen up/swelling and 0 to 130 range of motion; unknown for rest of the events. Seriousness criteria: disability for could not walk and required intervention for psuedosynviatis/pseudospetic synovitis and device malfunction. A product technical complaint (ptc) was initiated on (B)(6) 2018 for "synvisc one". Batch number 7rsl021, global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Additional information was received on 06-feb-2018. Global ptc number and results were added. Text amended accordingly. Additional information received on 26-sep-2018 from healthcare professional. Past medical history of former smoker, glandular or hormonal problem, hysterectomy, tonsil surgery, thyroid problems and arthroscopy added. The patient's past vaccination of tetanus shot added. The patient's family history of thyroid disorder, cancer, high blood pressure, heart attack/heart disease and diabetes mellitus added. Concomitant medications of levothyroxine sodium (synthyroid); pantoprazole (pantoprazole); and metformin (metformin). Verbatim updated for psuedosynviatis to psuedosynviatis/pseudospetic synovitis and corrective treatment updated, knee swollen up to knee swollen up/swelling, drained fluid to drained fluid/mild effusion/100cc of fluid. Events of generalized pain, psuedosynviatis/pseudospetic synovitis and 0 to 130 range of motion added as symptoms for psuedosynviatis/pseudospetic synovitis and its outcome updated. Clinical course updated. Text amended accordingly. Additional information received on 26-sep-201 from healthcare professional. Past medical history added. Additional event of generalized pain was added with details. Outcome updated for events knee swollen up to knee swollen up/swelling and 0 to 130 range of motion. Clinical course was updated and text amended accordingly. Additional information was received on 22-oct-2018 from non-healthcare professional. Lot number was added. Event of device malfunction was added. Seriousness criteria was updated. Clinical course updated. Text amended accordingly.

Event description:
Could not walk [unable to walk] psuedosynviatis/pseudoseptic synovitis [synovitis] ([stiff knees], [swelling of r knee], [effusion (r) knee], [knee pain], [joint warmth], [injection site joint redness], [pseudosepsis], [joint range of motion decreased]) platelet count increased [platelet count increased] mchc low [mean cell hemoglobin concentration low] glucose high [blood glucose increased] case narrative: based upon information received on (B)(6) 2018, this case became medically confirmed. This unsolicited case from united states was received on (B)(6) 2018 from patient. This case concerns a 44 years old female patient who received treatment with synvisc one injection and on the same day could not walk and after unknown latency had psuedosynviatis/pseudoseptic synovitis, glucose high (latency: 2 months 3 days), mchc low (latency: 2 months 3 days)and platelet count increased (latency: 2 months 3 days) the patient's past medical history included former smoker, glandular or hormonal problem, hysterectomy, tonsil surgery, thyroid problems and arthroscopy on (B)(6) 2016. The patient's past vaccination(s) included tetanus shot in (B)(6) 2017. The patient's family history included thyroid disorder, cancer, high blood pressure, heart attack/heart disease and diabetes mellitus. The patient's past medical treatment(s) was not provided. Concomitant medications included levothyroxine sodium (synthyroid); pantoprazole (pantoprazole); and metformin (metformin). On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection (recalled lot), 1 df, once (batch/lot number and expiration date: not provided) in osteoarthritis right knee. During the procedure something cold on knee was sprayed and a lidocaine shot was given and opened the synvisc one package in front of her. Patient had a reaction to injection. On the same day, at night, patient's knee got stiff and overnight it was swollen up and she could not walk. The patient also had acute onset of swelling and pain. Patient had to use a wheelchair for the first day and then a cane after that. Patient also missed a week of work. On (B)(6) 2017, patient went to the doctor office the next morning, fluid was drained and was given a steroid shot. After draining the knee it felt a bit better. Under sterile conditions, knee joint was aspirated and about 100cc of clear fluid was drawn. A combination injection of 7.5mg marcaine, 20 mg xylocaine and 40mg kenalog was given. The patient tolerated the procedure well. Patient was recommended rest, anti-inflammatories and advised to rest. But the patient was still in pain for almost a week after that. Patient had been icing the knee. It was reported that after that the synvisc one provided relief for maybe 2 weeks and now it hurted again like it did before the injection. Patient did not had any other synvisc like products before and did not do any physical exercise after injection. Patient did not check for fever but her knee was hot and red. When the doctor saw patient's knee, patient was diagnosed with psuedosynviatis but assured it was not an infection. On (B)(6) 2017, patient reported to the clinic and stated that she was fine now after receiving the steroid injections. Patient had a follow up 1 week after that and next one was on (B)(6) 2018. On (B)(6) 2018, patient was given an antibiotic, just in case she had an infection. They did not culture the fluid from knee. On (B)(6) 2018 patient reported to the clinic with some generalized pain. She stated that she got great relief after the steroid shot. Further, a mild effusion was noticed on her right knee and tenderness. On (B)(6) 2018, the lab test results of the patient revealed glucose was 103 mg/dl (reference range: 65-99) (latency: 2 months 3 days), mchc was 30 g/dl (reference range: 31.5-35.7) (latency: 2 months 3 days)and platelet count was 523 x10e3/ul (reference range: 150-379) (latency: 2 months 3 days) corrective treatment: wheel chair and cane for could not walk and steroid shot of kenalog, anti-inflammatories, ice and rest for psuedosynviatis/pseudoseptic synovitis. Outcome: not recovered for could not walk; recovering/ resolving for psuedosynviatis/pseudoseptic synovitis seriousness criteria: disability for could not walk and required intervention for psuedosynviatis/pseudoseptic synovitis. A pharmaceutical technical complaint was initiated with global ptc number: 51847. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on (B)(6) 2018. Global ptc number and results were added. Text amended accordingly. Additional information received on (B)(6) 2018 from healthcare professional. Past medical history of former smoker, glandular or hormonal problem, hysterectomy, tonsil surgery, thyroid problems and arthroscopy added. The patient's past vaccination of tetanus shot added. The patient's family history of thyroid disorder, cancer, high blood pressure, heart attack/heart disease and diabetes mellitus added. Concomitant medications of levothyroxine sodium (synthyroid); pantoprazole (pantoprazole); and metformin (metformin). Verbatim updated for psuedosynviatis to psuedosynviatis/pseudoseptic synovitis and corrective treatment updated, knee swollen up to knee swollen up/swelling, drained fluid to drained fluid/mild effusion/100cc of fluid. Events of generalized pain, psuedosynviatis/pseudoseptic synovitis and 0 to 130 range of motion added as symptoms for psuedosynviatis/pseudoseptic synovitis and its outcome updated. Clinical course updated. Text amended accordingly.

Event description:
Could not walk [unable to walk] psuedosynviatis/pseudospetic synovitis [synovitis] ([stiff knees], [swelling of r knee], [effusion (r) knee], [knee pain], [joint warmth], [injection site joint redness], [pseudosepsis], [joint range of motion decreased]) platelet count increased [platelet count increased] mchc low [mean cell hemoglobin concentration low] glucose high [blood glucose increased] generalized pain [generalized aching] . Case narrative: based upon information received on 26-sep-2018, this case became medically confirmed. This unsolicited case from united states was received on 05-jan-2018 from patient. This case concerns a 44 years old female patient who received treatment with synvisc one injection and on the same day could not walk ,still had pain/tenderness,, generalized pain (1 month 26 days),glucose high (latency: 2 months 3 days), mchc low (latency: 2 months 3 days), platelet count increased (latency: 2 months 3 days) , 0 to 130 range of motion, knee red, knee was hot and red, drained fluid/mild effusion/100 cc of fluid, psuedosynviatis/pseudospetic synovitis, knee got stiff (latencies : unknown). The patient's past medical history included former smoker, glandular or hormonal problem, hysterectomy, tonsil surgery, sinus infection , tennis elbow, thyroid problems and arthroscopy on (B)(6)2016. The patient's past vaccination(s) included tetanus shot in (B)(6)2017. The patient's family history included thyroid disorder, cancer, high blood pressure, heart attack/heart disease and diabetes mellitus. The patient's past medical treatment(s) was not provided. Concomitant medications included levothyroxine sodium (synthyroid); pantoprazole (pantoprazole); and metformin (metformin). On (B)(6)2017, patient received treatment with intra- articular synvisc one injection (recalled lot), 1 df, once (batch/lot number and expiration date: not provided) in osteoarthritis right knee. Under the sterile conditions, 5 cc of lidocaine was injected, and 6 cc of serous fluid was aspirated. Synvisc one package was opened in front of her and was injected in the right knee. Patient tolerated the procedure well. On the same day, at night, patient's knee got stiff and overnight it was swollen up and she could not walk. The patient also had acute onset of swelling and pain. Patient seemed to had a reaction to injection. Patient had to use a wheelchair for the first day and then a cane after that. Patient also missed a week of work. On (B)(6)2017, patient went to the doctor office the next morning, fluid was drained and was given a steroid shot. After draining the knee it felt a bit better. Under sterile conditions, knee joint was aspirated and about 100cc of clear fluid was drawn. A combination injection of 7.5mg marcaine, 20 mg xylocaine and 40mg kenalog was given. The patient tolerated the procedure well. Patient was recommended rest, anti-inflammatories and advised to rest. But the patient was still in pain for almost a week after that. Patient had been icing the knee. It was reported that after that the synvisc one provided relief for maybe 2 weeks and now it hurted again like it did before the injection. Patient did not had any other synvisc like products before and did not do any physical exercise after injection. Patient did not check for fever but her knee was hot and red. When the doctor saw patient's knee, patient was diagnosed with psuedosynviatis but assured it was not an infection. On (B)(6)2017, patient reported to the clinic and stated that she was fine now after receiving the steroid injections. Physician reported that patient had no swelling and had full range of motion of the right knee. Patient had a follow up 1 week after that and next one was on (B)(6)2018. On (B)(6)2018, patient was given an antibiotic, just in case she had an infection. They did not culture the fluid from knee. On (B)(6)2018 patient reported to the clinic with some generalized pain. She stated that she got great relief after the steroid shot. Further, a mild effusion was noticed on her right knee and tenderness. On (B)(6)2018, the lab test results of the patient revealed glucose was 103 mg/dl (reference range: 65-99) (latency: 2 months 3 days), mchc was 30 g/dl (reference range: 31.5-35.7) (latency: 2 months 3 days)and platelet count was 523 x10e3/ul (reference range: 150-379) (latency: 2 months 3 days) corrective treatment: wheel chair and cane for could not walk and steroid shot of kenalog, anti-inflammatories, ice and rest for psuedosynviatis/pseudospetic synovitis. Outcome: not recovered for could not walk; recovering/ resolving for psuedosynviatis/pseudospetic synovitis; recovered for knee swollen up to knee swollen up/swelling and 0 to 130 range of motion; unknown for rest of the events. Seriousness criteria: disability for could not walk and required intervention for psuedosynviatis/pseudospetic synovitis. A product technical complaint (ptc) was initiated on(B)(6)2018 for "synvisc one". Batch number unknown, global ptc number:(B)(4).the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals.final investigation complete date was (B)(6)2018.no safety issues were indicated in this review. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 06-feb-2018. Global ptc number and results were added. Text amended accordingly. Additional information received on 26-sep-2018 from healthcare professional. Past medical history of former smoker, glandular or hormonal problem, hysterectomy, tonsil surgery, thyroid problems and arthroscopy added. The patient's past vaccination of tetanus shot added. The patient's family history of thyroid disorder, cancer, high blood pressure, heart attack/heart disease and diabetes mellitus added. Concomitant medications of levothyroxine sodium (synthyroid); pantoprazole (pantoprazole); and metformin (metformin). Verbatim updated for psuedosynviatis to psuedosynviatis/pseudospetic synovitis and corrective treatment updated, knee swollen up to knee swollen up/swelling, drained fluid to drained fluid/mild effusion/100cc of fluid. Events of generalized pain, psuedosynviatis/pseudospetic synovitis and 0 to 130 range of motion added as symptoms for psuedosynviatis/pseudospetic synovitis and its outcome updated. Clinical course updated. Text amended accordingly. Additional information received on 26-sep-201 from healthcare professional. Past medical history added. Additional event of generalized pain was added with details. Outcome updated for events knee swollen up to knee swollen up/swelling and 0 to 130 range of motion. Clinical course was updated and text amended accordingly.